Event description:
The pt received less medication than intended. At an unspecified time in 12/2006, the pump was programmed to deliver an unspecified dose of flagyl and the delivery was started. No programming parameters were provided. After an unspecified length of time, the nurse found that only half of the flagyl had infused; however, the display indicated that the "full volume and some overflow" had been delivered. The remaining dose of flagyl was "manually delivered" by the nurse. There were no reported adverse pt effects. No medical interventions were required. The device was kept in clinical service. At an unspcified time the next day, the pump was programmed to deliver an unspecified dose of cipro and the delivery was started. No programming parameters were provided. After an unspecified length of time, the nurse found that only half of the cipro had infused; however, the display indicated that the "full volume and some overlow" had been delivered. The remaining dose of cipro was "manually delivered" by the nurse. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During user facility testing, the device delivered less than expected. Though requested, no add'l info was provided.